Event description:
It was initially reported that the patient had high impedance and was being referred for a full revision. Surgery is likely but has not occurred to date. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Product analysis was completed on the lead. Note that a small portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 134mm portion quadfilar coils 1 and 2 appeared to be broken past the electrode bifurcation. Scanning electron microscopy was performed and identified the areas as having extensive pitting / mechanical damage which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the half set of setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegations high impedance. Note that since a small portion of the lead assembly (body) including the electrodes was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. There was no known manipulation or trauma and it was unknown if x-rays were taken.

Event description:
Additional information was received that the patient had a generator and lead replacement. The explanted generator and lead was returned to the manufacturer for product analysis. The returned product was received by the manufacturer on (B)(4) 2012 and product analysis is currently in progress for the lead and has been completed for the generator. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial report listed the dcdc value of 2 however the dcdc value on (B)(4) 2011 was 7. This information has been corrected on this report.